Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report stated that the needle couldn't be pulled back into the sheath. This event was interpreted to be unable to inject through the needle, which is considered a reportable malfunction. The device was evaluated on (B)(6) 2025. The inner sheath is attached to the handle but appears to be out of specification; however, the issue seen in investigation would not result in the inability to inject or any other reportable malfunction. This has not historically caused or contributed to a serious injury or death so this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h11 for more details.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the statements and photo describing the event. The photo shows the device coiled in the pouch, with the handle in the advanced position and the needle extended farther than it should be if it were still attached to the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report, however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.

Event description:
During a gastroscopy procedure, the physician used a cook acuject variable injection needle. It was reported that the nurse tested the needle before the procedure, but she found that the needle couldn't pull back into sheath, she changed to another one of the same device and then it was okay. An image of the device was provided showing the needle over extended [unable to inject]. A section of the device did not remain inside the patient¿s body. The pre-existing bleeding intended to be treated by the injection needles was stopped with the use of hemospray. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.